Event description:
Additional information received from a patient indicated that regarding when the volume discrepancies occurred, the patient stated that it wasn't last time and was just there (B)(6) 2025 and stated they contacted (B)(6), so this had to have happened a day or two before the (B)(6) date. The patient stated there were more issues going on and they had to do a bridge the last time there and now were very concerned because they had to go over 24 hours without the pump working at all. The patient stated she was having pain and the boluses were a concern and the patient stated the pump wasn't working as it should be. The patient stated she took oral medication for breakthrough pain. The patient stated she went on tuesday and mentioned the trial worked great and now the machine inside was not working. The patient stated she was ill from the medication being changed and adjusted. The patient stated the hcp did not want to do a revision and either take out or replace but at this time was choosing to do nothing because they didn't want to do a surgery because of the living situations she was in. The patient stated the last time she went to the health care provider (hcp); they didn't have the correct dose of medication so they adjusted the pump in some way so a bridge had to be done and was without medication for over 28 hrs. The agent attempted to clarify and questioned if the patient meant physician bolus in progress and the patient was not sure. The patient stated the amount being pumped out made up for lack of medication. The patient stated after the bridge was done, they had two kinds of medication. The patient stated she was mostly ill all the time but was taking oral medications which helped some. The patient stated she was physically ill all the time. The patient stated the issue was she had so much medication taken out on the (B)(6). The patient stated after she got a bolus it would only last 2 hours and then they would have pain again. The patient stated having pain and still had to wait an hour. The patient stated could take oral med but needed to wait and would run out of those and that's what made her physically sick. The patient wanted to know why she had to go every two weeks to the hcp and why the trial worked and this didn't. During the call the patient was very upset and distraught and was hard to understand and follow all the issues. The patient continued to say how much pain she was in. The agent directed back to the hcp. The patient stated she going on the (B)(6) to see the hcp. The patient stated she asked for x-ray/magnetic resonance imaging (MRI) to see why they were pulling out so much medication and to see why so much meds were taken out. The patient mentioned finding a closer hcp to avoid so much driving and provided their contact information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that a patient indicated that the patient mentioned the issue with their break through pain and inquired if the pump could be "going to sleep". The agent reviewed pump design functionality. The patient stated they had been having a lot of break through pain despite being at the health care provider's (hcp's) determined highest dosage of morphine. The patient stated they never did well with morphine but that was the medication the hcp wanted to try first. The patient stated because they were still having such bad break through pain the hcp gave them an epidural shot to help with the sciatica pain, the left side was where the "damage" was. The patient stated they had the epidural shot about 3 months after their pump was implanted so maybe may or june. The hcp had instructed the patient to wait in the office while the numbness subsided but the patient stated they were impatient and decided to leave early using their cane and rode home. The patient stated they fell getting out of their car at home which was probably about 6 hours after the epidural shot. The patient stated on the 25th they had a refill where more than half of the pump medication was left over. The patient stated the month before the pump had almost nothing left over at the refill. The patient mentioned having 2 major back surgeries and they had concerns about having to recover from another surgery but understands that might be necessary to have the therapy work appropriately. The patient stated the would be scheduling a surgery soon with the hcp because the hcp was aware of this issue but the patient wanted to discuss this scenario with mdt to confirm what they already knew.